Event description:
Patient had an unsuccessful placement of the amplatzer pfo device in 2004. After several attempts to place the device using tee and fluoro guidance, the device wouldnot seat properly and had to be removed. Patient was discharged from the hospital in the next day. In a day after, the patient experienced chest pain and sob and presented to the ER. They were released and instructed to follow up with their physician. Physician saw patient in his office in 2 days later. They were still complaining of chest pain and sob. More follow-up from the physician is expected.